Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an infection occurred in the patient¿s device pocket. It was noted that the patient¿s symptoms included an incisional wound opening, drainage, pain, redness and swelling at the site. It was reported that the date of infection onset/diagnosis was (B)(6) 2013. It was noted that a surgical intervention was necessary and wound debridement was performed. It was further noted that the device was explanted and a replacement device was implanted. It was also noted that a culture was taken from the device pocket and an antibiotic treatment ¿was necessary.¿ it was reported since the new system was implanted, the patient was ¿doing great¿ and ¿had recovered.¿ it was noted that the patient had no signs of infection at this time.